Event description:
Abbott diabetes care received a medwatch report in which a customer reported issue with the adc device. Details were reported as follows: ¿sugar had dropped to 59 and when patient tried to scan 15 mins later to check sugar level again to see if it had or was rising, the sensor stopped working and prompted the patient to install a new sensor. The sensor was only a week old when it stopped working. It should have lasted the entire 14 days but did not.¿ no further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.